Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify frozen screen/display anomaly (display changing colors) and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on 02/09/2024 19:38:42.000, 02/09/2024 19:40:06.000, 02/09/2024 19:51:01.000, 02/09/2024 19:54:51.000 and 02/09/2024 19:55:38.000 according in the formatted history file. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = (B)(4) ). Please see below for pump errors/alarms noted 2 days prior to the event date 10-feb-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 02/09/2024 19:35:12.000, 02/09/2024 19:37:10.000, 02/09/2024 19:37:38.000, 02/09/2024 19:50:09.000, 02/09/2024 19:50:32.000, 02/09/2024 19:50:35.000, 02/09/2024 19:53:59.000, 02/09/2024 19:54:08.000, 02/09/2024 19:54:15.000, 02/09/2024 19:54:51.000, 02/09/2024 19:55:41.000. Low battery alert was recorded and found in the formatted history file on: 02/09/2024 18:54:00.000, 02/09/2024 19:53:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted. History file on: 02/09/2024 18:53:29.000, 02/09/2024 19:03:00.000 to 02/09/2024 19:55:54.000. Pump error 68 alarm was recorded and found in the formatted history file on: 02/09/2023 19:15:15.000. Pump error 49 alarm was recorded and found in the formatted history file on: 02/09/2023 19:15:15.000, 02/09/2023 19:15:30.000. Pump error 23 alarm was recorded and found in the formatted history file on: 02/09/2023 19:15:55.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 53 alarm. Unable to test for low battery alert, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm due to critical pump error (open book image) alarm. Low battery alert, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a slightly broken battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. Unable to verify frozen screen/display anomaly (display changing colors) and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a display changing colors and not responding. Troubleshooting was performed and found that the customer was calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.